Event description:
It was reported that the asymptomatic patient presented for clinic with the ventricular lead dislodged confirmed under fluoroscopy and sensing anomaly. The lead was successfully revised on (B)(6) 2017. The patient would be followed normally.